Event description:
It was reported that a revision surgery was performed because patient presented excentric wear of acetabular insert with osteolysis of proximal femur.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported that due to a synergy of unknown events patient presented exentric wear of acetabular insert with osteolysis of proximal femur.